Event description:
The customer contact reported an unspecified operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, line a of the device was programmed in the dose calculation mode to deliver heparin, 25,000u/250ml, at a rate of 10ml/hr. Line b was programmed in the concurrent mode to deliver an unspecified hydration solution at a rate of 70ml hr and the deliveries were started. No further programming parameters were provided. At 1230, the nurse reportedly obtained a new solution container of heparin and reprogrammed the pump to deliver a volume to be infused (vtbi) of 250ml and the delivery was restarted. At 1630, the nurse entered the pt's room and noted that 35ml-40ml remained in the heparin solution container instead of an expected 210ml-220ml. The nurse noted the device display indicated that line a was delivering at a rate of 10ml/hr and line b was delivering a rate of 70ml/hr as programmed. The delivery was stopped and the device was removed from clinical svc. The physician was notified. The physician ordered the heparin therapy discontinued, stat lab work, and pt monitoring. The pt's prothrombin time (pt) and partial thromboplastin time (ptt) results were "abnormal". No specific results were provided; however, no medical interventions were provided. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The customer contact indicated the event was the result of an unspecified operator error in programming the device. The pump was rec'd and the history was downloaded at the mfg facility. Review of the device history indicates that on 3/4/07 at 0552, line a was programmed in the dose calculation mode to deliver a concentration of 25000u/245ml, with a dose of 1000u, at a calculated rate of 9.8ml/hr with a vtbi (volume to be infused) of 245ml, for a duration of 25 hrs and the delivery was started. At 0553, the delivery was stopped and line a was reprogrammed to deliver at a rate of 75ml/hr with a vtbi of 985ml and the delivery was started. At 0734, line b was programmed to deliver in the concurrent mode at a rate of 75ml/hr, with a vtbi of 200ml, and the delivery was started. At 0926, line b was reprogrammed to deliver a vtbi of 1000ml and the delivery was restarted. At 1116, the device alarmed for prox air, backprime and the deliveries on line a and line b stopped. At 1118, the pump alarmed infuser idle 2 mins. At 1313, the device detected that a cassette was present and the settings were not cleared. At 1314, the delivery on line b was resumed at the previous programmed settings of 75ml/hr, with a vtbi of 867.4ml. At 1317, line a was reprogrammed in the dose calculation mode to deliver a concentration of 25000/250ml, with a dose of 1000u, at a rate of 10ml/hr, with a vtbi of 250ml for a duration of 25 hrs and the delivery was started. At 1644, the device alarmed for prox occl b/air and the deliveries on both line a and line b stooped. At 1645, the pump was powered off.